Event description:
It was reported that the one of the system controller power cables had a kink, exposing the inner wires. The power cable had been covered in rescue tape several times, but the kink continued to progress. There were no alarms associated with the event. The controller was not exchanged at this time.

Manufacturer narrative:
Initial reporter name and address: reporter address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power cable had been covered in rescue tape several times, but the kink continued to progress over the course of four months, and eventually the inner wires were exposed. There were no alarms associated with the event. The controller was not exchanged at this time and was covered in rescue tape again.

Manufacturer narrative:
Section b3: event date has been estimated. Manufacturer's investigation conclusion: the reported event of system controller power cable damage was confirmed. The submitted photograph revealed that the outer jacket of the black power cable was torn, exposing the underlying wires. The black power cable was also kinked around the location of the tear. The damaged area of the cable was covered with white tape. No additional damage was observed. The system controller was not returned for evaluation, and it was noted that there were no alarms or adverse patient consequences associated with the damage. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 08feb2022. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.